Event description:
It was reported the patient never had therapeutic effect. The patient had no therapeutic benefit during nighttime and on average she was still getting up three times a night. The patient had tried all four programs and was still experiencing the same symptoms she did prior to implant. The patient was on program 4 at 6.3 volts at the time of the report. Seven days later the patient was up to 6.4 volts and had been going to the bathroom at night more frequently. The patient had turned the device off for the previous week and got a shock the day she turned it back on. The patient was not "feeling it" any longer and had turned down stimulation to 5.8 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v879144, implanted: 2012 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant did not help with the patient's symptoms and she had maybe 3 good days. The patient noted that she was sleep deprived because when she got up she couldn't fall back asleep and the patient wanted the device taken out after the 1st of the year. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who added the procedure was unsuccessful for them. They added that they were basically back to their voiding frequency (5-8 times at night, frequency during the day) within three months or so from implant. No further patient complications have been reported as a result of this event.